Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined; this showed a cracked tank enclosure, a corroded drain fitting and a faded power cord. The device was given functional testing and found to fail electrical testing and the fluid pump did not work. The internal inspection of the device showed signs of electrical shorting; this likely led to the pump not receiving any power. The cause of the shorting could not be confirmed.

Event description:
It was reported the warming fluid did not flow. No patient involvement.